Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is experiencing electrode migration. The recipient is presenting with pain and discomfort behind the pinna. The recipient is not wearing the device due to discomfort. A repositioning surgery is scheduled.

Manufacturer narrative:
Additional information: section d.6b. H.6. The recipient reportedly underwent repositioning surgery on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated and doing well. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.